Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but, not provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that ¿a serious incident with rectal bleeding while using flexi-seal signal during the postoperative period following an extensive aorta surgery¿. Patient underwent an extensive aorta surgery on (B)(6). Reporter states there was postoperative bleeding tendency, smaller re-operations on (B)(6) during a complicated postoperative phase, applied flexi-seal (B)(6). Tracheostomized. The night before (B)(6) acute rectal bleeding reported. The computed tomography (CT) showed bleeding around the flexi-seal balloon, which was then removed. They tried to use tampons and arterial closure via an intervention radiologist, but cardiac arrest occurred at 05:10, and mors (death) 5:49 same morning. On (B)(6) 2018, additional information was received stating there were no conclusions regarding the final cause of death. ¿it was a very complex postoperative chain of events, in a very sick patient¿. The reporting contact at the clinic, a leading physician, was very clear that they have not drawn any conclusion saying flexi-seal was responsible. Additional information was received via physician report from the section chief doctor of medicine of the cardiovascular intensive department on (B)(6) 2018. The reporter stated the following information: a (B)(6)-year-old woman who died at our department (B)(6) 2018 after cardiac arrest caused by severe bleeding from the rectum. A judicial autopsy is being conducted, of which the result will not be known to the department before it has elapsed approx. 3 months from the death occurred. It is thus too early to know if the autopsy will clarify the role of flexi-seal in the course of the process. The flexi-seal balloon was filled with liquid as recommended in the convatec manual, which is the one used by the main intensive care department where treatment was initiated on (B)(6) 2018. The department has no own / other procedure on this. The prescription is by general practitioner. According to instructions, a maximum of 45 ml of liquid is injected in the balloon. No pressure gauge or other aids are used to control the amount of liquid that is being injected. The patient underwent a major intervention on his aortic arch (B)(6) with excision and replacement with tube graft as well as re-implantation of precerebral vessels. She was also previously operated for thoracic aortic aneurysm in 2001, but had now demonstrated a large aneurysm of over 90mm. She had to be re-operated due to tampon symptoms the same evening. A small rift was found in the lower lung's lower lap which was sutured. New reoperation at night due to suspected new bleeding. During this re-operation only small hemorrhages were found that were clipped. In these interventions, the patient received multiple transfusions with blood and blood products. Flexi-seal was ordained on (B)(6) 2018 due to loose stools / diarrhea postoperatively. The patient did not receive lactulose. Bleeding was detected in the evening (B)(6) (approximately 23.15) in connection with turning the patient. The patient had then had flexi-seal inserted for approx. One week. There were coagulans in the bed outside the flexi-seal tube, besides fresh blood and clots in the tube. Gastroscopy without signs of bleeding in the upper gastrointestinal tract. Beginning blood pressure drop and hb (haemoglobin) fall from 9.3 to 8.0. Physician in charge describes major bleeding after removal of flexi-seal, attempted tamponized with urinary catheter / balloon and compresses in the rectum by gastro surgeon. Required bleeding CT. In the waiting period, increasing blood pressure drop, transferred to the main intensive care unit. The CT abdomen that night shows bleeding from the middle / lower part of the rectum, probably from branches of the mesenteric artery inferior. The patient loses the blood pressure, cardiac pulmonary resuscitation begins. Intervention radiologist called, tries coiling without change. In parallel, laparotomy is performed with packing of the abdomen on the main intensive care unit. After 40 minutes of intensive treatment with advanced heart lung rescue (ahlr) and massive transfusions, the patient is declared dead. A general bleeding trend from all puncture sites is indicated in the patient's observation schedule. She was treated with dispril 150mg x1 and klexane 40mg x1 sc at this time. The patient has had celiac disease for several years, treated with prednisolon. Other diseases indicated are primary biliary cirrhosis, not porta-hypertension. The reason for her relocation to cardiac intensive department was suspected perioperative heart infarction which was disproved after echocardiography 02.07 showed normalization of ventricular function and it was established that it was a case of stress cardiomyopathy. The cause of death is considered to be cardiac arrest due to haemorrhagic shock. The reporter states more information will be known after autopsy.